Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor anomaly. The customer's blood glucose value was unknown at the time of incident. Customer states that the noise occurred normal and motor part was heard when the bolus was delivered. The insulin pump will not be returned for analysis.